Event description:
On (B)(6) 2023 console had an issue. The apollo wand was making a noise but was not working, the settings were correct. Tried to power cycle, but it did not work. Went to unplug the wand to try a new one, and a pretty large spark flew out of the plug portal. Nobody was hurt. This occurred during use with no patient harm. Additional information was requested. On 6/5/2023, the sales representative stated the following additional information over the phone: this occurred during a shoulder scope procedure on (B)(6) 2023. The part and lot number of the apollo wand were unknown, and the device was discarded. When plugged in, the wand was making a noise but not responding, not ablating, or coagulating. The settings were at 7/1. When unplugging the wand, a spark flew out of the plug portal, no burning smell was noticed, but maybe a puff of smoke. Neither the staff, the surgeon, nor the patient were harmed. The sales representative entered the next room and got a new ar-9800 synergy rf console with an unknown serial number and a new wand with an unknown lot number. After a short 3-minute case delay, the case was completed successfully with no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.